Event description:
Boston scientific received information that a competitor programmer was accidentally used to attempt to interrogate this device. Upon interrogation, the device began to emit beeping tones. A stuck reed switch was confirmed. Technical services discussed recommendations. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.